Manufacturer narrative:
Evaluation summary: as a result of investigating for the returned scope, we confirmed that a breakage of kapton tape wound around cmos unit inside the scope distal end. It caused that the electrical safety test in emea to fail. Correction information: b3: date of event. E1: initial reporter name and address. E2: health professional. E3: occupation; blank is correct. G6: follow up #1. H6: coding changed based on the investigation result: investigation findings and investigation conclusions. Additional information: h2: type of follow up. H6: coding added based on the investigation result: health effect - clinical code. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. (B)(4). We will continue to investigate this situation and if necessary, file a supplemental report. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event that occurred in the emea region. The event occurred in the workshop during inspection. The technician reported that the electrical safety test failed during incoming inspection on pentax model eg29-i10c/serial (B)(4). The endoscope is in the process of being repaired. This event meets the requirement for FDA reportability; therefore submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.